Event description:
Patient was admitted for removal and replacement of bilateral breast implants secondary to capsular contractures and ruptured implants. Patient noted firmness in their breast. These breast implants had been placed in 1978. Manufacturer is unknown. Patient authorized hospital to dispose of srugically removed breast implants. At the time of surgery, silicone gel was noted inside the capsules. Capsules and breast implants were removed together.